Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no impedance anomalies were found. There was interference/noise and the short duration high rate episodes indicative of noise. External interference suspected since there were only two ventricular high rate episodes over a six month period and episodes were short in duration.

Event description:
It was reported that there was noise noted on the right atrial (ra) and right ventricular (rv) leads. The electrogram strips also showed the ra lead had some far-field r-wave oversensing. Both leads were programmed to unipolar configuration since the noise was only noted in the bipolar configuration. Both leads remain in use. No patient complications have been reported as a result of this event.